Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the buttons on the pump do not work. This complaint is being reported because the reported issue was not resolved during troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/02/2014 - device evaluation:the pump has been returned and evaluated by product analysis 12/18/2013 with the following findings: the keypad was found to be fully intact; no damage was observed. The complaint that the buttons on the pump were unresponsive was not able to be duplicated; all buttons responded appropriately. The keypad cover was removed and contamination was found under the up arrow, down arrow and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.